Manufacturer narrative:
Unit received with blank display after new battery installation. Problem isolated to pcb1. Unable to download or perform functional test due to blank display. Unit received with minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. Customer's blood glucose level was 166 mg/dl. The customer did troubleshoot for power loss alarm. The insulin pump will be returned for analysis.